Event description:
A nurse reported that during a cataract procedure in the right eye, soft grey/white particles from the tip entered the eye. A small particle remained embedded in the iris. The phaco sleeve piece was changed and the procedure was completed. The reporter confirmed no additional details can be provided.

Manufacturer narrative:
There was no sample returned for evaluation. Three lot numbers were identified with this complaint. No abnormalities that could have contributed to a customer problem were found during the reviews. The product was released according to the manufacturer's acceptance criteria. The root cause for the grey/white particles could not be determined. All phaco tips are 100% visually inspected by trained operators at the end of the manufacturing process prior to release of the product. (B)(4).